Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. They called back and repeated the same issues. The caller was walked through how to use the controller and was able to increase the patient's stimulation to 3.0. They called back again and requested assistance in adjusting patient's stimulation. Caller repeated the same information reported on the original call. Caller noted that they had an appointment with their doctor the following week. Caller changed to program 2 at 2.3, it was suggested the patient consult with their doctor prior to making any other programming changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they still continued to be incontinent, reporting they only had sporadic relief or never experienced therapy since implant. Caller reported they still had the bandage one. They were able to sync using the antenna and they reported stimulation was on at 1.75v and they didn't feel stimulation. Patient increased to 1.80v and they reported they could feel stimulation. Caller was going to try this setting to see if it helped their symptoms. Additional information was received. It was reported that they stated it was wonderful after increasing the day prior. They then reported they did well, but after they showered and got dressed they dribbled a little bit the day of the report, but the evening/night prior they didn't have any issues. They stated the patient was again not feeling stimulation, when they increased to 1.90v they reported they were feeling it and they wished to try that setting. No further complications were reported or anticipated. Additional information was received on 2019-jan-11 from the consumer and a family member/friend. It was reported that it didn't seem to be working for the bladder. The caller reported the patient would get up for breakfast and by the time they would go to have a shower they had already gone; they were going in their pants. Prior to the call the caller reported they had increased it to 2.30 volts and the patient didn't feel anything. While on the call they were able to sync with the programmer and it showed that stimulation was on, on program 1 at 2.3 volts. It was noted that the patient could feel stimulation in the correct bicycle seat area and the caller increased stimulation to 2.95 volts. It was noted that the patient has taken several falls. The caller was advised to monitor the patient's symptoms over the weekend to see if they get better and if they don't it was suggested to adjust the settings again or to follow up with the health care physician (hcp). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member and the patient. Caller says the device still doesn't seem to be helping the patient, so she wants help increasing. The ins showed off, so caller turned it back on and increased the setting. Patient later said he felt tingling and pain after increasing, so was advised to turn stim down so he doesn't have pain, and patient says he will. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. Patient wanted to know how ins works, and patient services reviewed implanted components. On (B)(6) 2019, the patient and family member called in again with the same complaint that they were still not getting therapy benefit. Caller tried program 1 but was not felling stim and reached upper limit. On program 2 they felt stim at 4.7 v. Caller planned to follow up with the doctor regarding symptoms and programming. There were no further complications reported/anticipated.